Event description:
It was reported that blood could not be transferred from the reservoir to the blood bag. Approximately 600-800cc of blood was discarded. A back up unit was not used. The patient was not given any pre-donated or bagged blood. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.